Manufacturer narrative:
Customer reported that the AED would not power on. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED will not power on. They did not report that this event occurred during patient use.